Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was the patient was implanted yesterday and last night when they went to plug their external device into a power outlet, they experienced a shocking sensation at the implant site and then after that the vibrating stimulation sensation felt stronger. The patient asked for assistance checking device settings as they were concerned the stimulation strength got increased from the shock. Expectations regarding shocking sensations were reviewed, as well as that it may be possible to experience a shocking sensation if stimulation was too strong, when changing positions, or if exposed to strong sources of electromagnetic interference (emi). External device use was reviewed and the patent confirmed their stimulation strength had not changed. They would maintain the stimulation level and continue to track symptoms. It was recommended they decrease stimulation if shocking sensations occurred again or if stimulation was uncomfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.